Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device eval by MFR: the jetstream device xc-2.4 was received for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed no shaft damage. There was approximately 200cc of blood in the waste bag. The functionality of the device was checked by setting up the product per the IFU. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The devices pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back onto the shaft and reengaged with the motor gear and the device was run again. The tip was not rotating as the pinion gear was spinning on the shaft. Device analysis determined the condition of the returned device was consistent with the reported information of blades not spinning. The complaint was confirmed for blades not spinning due to the gear sliding off the shaft.

Event description:
It was reported that the blades stopped spinning. A 2.4mm jetstream xc catheter was selected to treat peripheral artery disease (pad) in the superficial femoral artery (sfa). The target lesion was 70% stenosed, the calcification was severe and eccentric and there was a moderately tight aortic arch. The catheter primed as designed and there were no issues during the first pass through the lesion. During the second pass through the lesion, and after 30 seconds of use, the blades stopped spinning. The device was removed and several methods were attempted to reactivate the catheter. Another jetstream catheter was used to complete the procedure. There were no patient complications.

Event description:
It was reported that the blades stopped spinning. A 2.4mm jetstream xc catheter was selected to treat peripheral artery disease (pad) in the superficial femoral artery (sfa). The target lesion was 70% stenosed, the calcification was severe and eccentric and there was a moderately tight aortic arch. The catheter primed as designed and there were no issues during the first pass through the lesion. During the second pass through the lesion, and after 30 seconds of use, the blades stopped spinning. The device was removed and several methods were attempted to reactivate the catheter. Another jetstream catheter was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Initial reporter name and address: (B)(6).